Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 198 mg/dl. The customer stated that he wore the insulin pump while exercising and believed he may have exposed the device to moisture from wearing it under his clothes. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had intermittent button response due to moisture damage on the keypad trace. Minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, and cracked reservoir tube lip.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.